Event description:
Doctor was claimed he was using mca and bur broke in patient. He changed bur 2 more times and the same result happened. When he changed to a different lot number it did not break.

Manufacturer narrative:
During the same surgical event, a total of three cutting burrs broke. Only one report was originally filed. Two new reports were created. This report is one of three reports. Although requested, no product was returned. Refer to two additional reports: 1045834-2012-0027 and 1045834-2012-0004.